Event description:
It was reported that during use a bd connecta¿ stopcock was found leaking as "fluid was seen leaking from the connection point where the bd connecta luer meets the cannula hub." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
This supplemental is designated follow up #2 because the initial submission was accepted by the FDA, but the complaint was retrieved to change the short description to the correct pr # before the electronic submission could be registered in the history. Investigation summary: the device history report for lot number 7184525 was reviewed, no related abnormalities were found. Material number 394995 for lot 7184525 was manufactured on 07/14/2017. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Samples were submitted to aid our quality engineer in their investigation. The devices provided were subjected to leakage testing at 45 psi, which resulted in an observable leakage originating at the luer connection site. Visual observation of the sample revealed that the unit lacked sufficient solvent residue. The root cause for this is a backup in the solvent dispensing nozzles. Assembly process was evaluated and found improvements for the cleaning of efd valve nozzle in station 30. To combat the reoccurrence of this issue the operating procedure has been reinforced to provide an increased rate of nozzle inspection. Bd will continue to track and trend for this issue.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7184525 was reviewed, no related abnormalities were found. Material number 394995 for lot 7184525 was manufactured on 07/14/2017. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Samples were submitted to aid our quality engineer in their investigation. The devices provided were subjected to leakage testing at 45 psi, which resulted in an observable leakage originating at the luer connection site. Visual observation of the sample revealed that the unit lacked sufficient solvent residue. The root cause for this is a backup in the solvent dispensing nozzles. Assembly process was evaluated and found improvements for the cleaning of efd valve nozzle in station 30. To combat the reoccurrence of this issue the operating procedure has been reinforced to provide an increased rate of nozzle inspection. Bd will continue to track and trend for this issue.

Event description:
It was reported that during use a bd connecta¿ stopcock was found leaking as "fluid was seen leaking from the connection point where the bd connecta luer meets the cannula hub." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd connecta¿ stopcock was found leaking as "fluid was seen leaking from the connection point where the bd connecta luer meets the cannula hub." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacturer: yes.

Event description:
It was reported that unspecified bd vacutainer® sst blood collection tubes were "partially spun or unspun." There was no report of serious injury or medical intervention.